Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that the device had many instances of non-sustained right ventricular oversensing, which appeared to be due to myopotential oversensing. The device was reprogrammed to address the oversensing, and there were no patient symptoms reported.